Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that partial rupture of the device in the intravascular tract approximately 5 cm from the exit site is reported. The patient had a modest extravasation of glucose solution. Device always secured with statlock. No additional information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split in powerpicc is confirmed; however, the exact cause is unknown. One photograph and one video of a power PICC line was returned for evaluation. Visual observation of the photograph shows a small hole in the shaft of the catheter. No other damage can be discerned from the photograph. The exact location of the hole is unable to be determined from the photograph. Visual observation of the video shows the powerpicc line being flushed with saline from a syringe. A leak can be seen near the proximal end of the catheter tubing. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.